Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and perforation. Per the patient¿s implant records, the patient had been admitted with flu like symptoms a few days before receiving the inferior vena cava (ivc) filter and was found to have recurrent deep venous thrombosis and a hypercoagulable state. The patient had been maintained on anticoagulation; however, anticoagulation had to be held and the inferior vena cava filter placement was indicated as the patient was to undergo an interventional procedure for treatment of ovarian cysts. The filter was deployed, extending from the lower portion of the lumbar vertebra #2 down to the top of the lumbar vertebra # 4. Completion imaging documented the trapease filter fully deployed and in good position. The patient tolerated the procedure well and was taken to the recovery area in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years and twenty days post implantation. The patient reports perforation of the filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time but that may not be retrievable without serious surgery and living with the fear that the filter has tilted within the vena cava and perforated outside the vena cava.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter was recurrent deep venous thrombosis and a hypercoagulable state with planned surgery for ovarian cysts. The filter was deployed, extending from the lower portion of the lumbar vertebra #2 down to the top of the lumbar vertebra # 4. Completion imaging documented the trapease filter fully deployed and in good position. The patient tolerated the procedure well and was taken to the recovery area in stable condition. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and perforation. Per the patient profile form (ppf), the patient reports perforation of the filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from ivc filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and perforation. Per the patient¿s implant records, the patient had been admitted with flu like symptoms a few days before receiving the inferior vena cava (ivc) filter and was found to have recurrent deep venous thrombosis and a hypercoagulable state. The patient had been maintained on anticoagulation; however, anticoagulation had to be held and the inferior vena cava filter placement was indicated as the patient was to undergo an interventional procedure for treatment of ovarian cysts. The filter was deployed, extending from the lower portion of the lumbar vertebra #2 down to the top of the lumbar vertebra # 4. Completion imaging documented the trapease filter fully deployed and in good position. The patient tolerated the procedure well and was taken to the recovery area in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years and twenty days post implantation. The patient reports perforation of the filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time but that may not be retrievable without serious surgery and living with the fear that the filter has tilted within the vena cava and perforated outside the vena cava. According to the information received in the redacted-amended patient profile form (ppf), the patient additionally reports fracture of the filter, with fractured filter struts retained within the ivc and perforation abutting an organ. The patient became aware of the reported events approximately ten years and seven months after the filter implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The initial information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation. The patient reported becoming aware of filter tilt and perforation approximately nine years and twenty days post implant. The patient also reported anxiety related to those events. The patient subsequently reported becoming aware of filter fracture with retained struts in the inferior vena cava and perforation abutting an organ approximately ten years and seven months post implant. The indication for filter was recurrent deep venous thrombosis and a hypercoagulable state with planned surgery for ovarian cysts. The filter was deployed, extending from the lower portion of the lumbar vertebra #2 down to the top of the lumbar vertebra # 4. Completion imaging documented the trapease filter fully deployed and in good position. The patient tolerated the procedure well and was taken to the recovery area in stable condition. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Clinical factors that may have influenced the event include operator technique, patient and/or vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial report occupation: other, senior counsel, litigation. Please note that the exact event date is unknown. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, and was association with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and perforation.